Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC tip flicking up or doubling back on itself or even moving up into the ij after insertion . Sometimes patients are symptomatic , rushing noises , tasting saline , feeling nauseous. A couple have been spotted in the ij on chest x-rays when patient has needed an x-ray for some other reason ¿ not to check PICC tip. Delay in treatment as intervention needed. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that PICC tip flicking up or doubling back on itself or even moving up into the ij after insertion. Sometimes patients are symptomatic, rushing noises, tasting saline, feeling nauseous. A couple have been spotted in the ij on chest x-rays when patient has needed an x-ray for some other reason ¿ not to check PICC tip. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.